Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the severely calcified popliteal artery. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilation. However, during the initial inflation at 8 atmospheres, the balloon ruptured. The device was removed and replaced with another 1.5mm x 20mm x 142cm coyote es balloon catheter, but the balloon also ruptured when it was initially inflated at 6 atmospheres. The device was also removed, and the procedure was completed with another of the same device. There were no patient complications reported.